Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 32.8cm to 33.9cm from the distal tip consistent with lead friction to friction to another device or feature of the heart. Only a distal portion of the lead was returned in one piece measuring 45.4cm.

Event description:
This report is to advise of an event observed during analysis.